Event description:
A malfunction alarm was reported with the customer's pump. There was no reported adverse impact on the customer's blood glucose level. The customer did not provide an alternate method of insulin therapy.